Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose value was 65 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and not able to rewind the insulin pump. The customer was reported that they tried to rewind the insulin pump and got another error message again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump rewound properly during rewind sequence. No rewind anomaly noted during testing. No an error in the motor was detected by reading unexpected value from hall sensor error alarms noted during testing.